Manufacturer narrative:
Corrected data: at the time of initial filing following health effect impact code and clinical code was inadvertently missed, hence this is being added. Section h6: health effect-impact code ¿ 4625 for secondary surgical intervention: surgical intervention section h6: health effect-clinical code ¿ 1789 for striae in descemet's : corneal striae. Additional information: investigation was completed and following was added. Section h8: type of investigation: 3331, 4109. Section h8: investigation findings: 213. Section h8: investigation conclusions: 67. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that customer found nuclear fragments remained in the anterior chamber during the post exams. Surgeon perceived that the vacuum performance during irrigation aspiration and phaco mode was bit low. The issue had occurred in three procedures since after the machine was checked on 2/7/2023. Reportedly transconjunctival single plane sclercorneal incision method was used with 2.55 mm incision size. There was no incision widened. Irrigation, suction, and removal with irrigation aspiration is planned for end of (B)(6) 2023. Patient was prescribed with medication (levofloxacin, sanbetason). The patient outcome was reported as good visual acuity with no problems. The pack was reused for the patient. Additional information was received, and it was learnt that on (B)(6) 2023 there was removal of residual nuclear fragments performed using ophthalmic anesthesia. Surgeon aspirated by using a bi-manual irrigation aspiration (ia) while shattering nuclear fragments with the tip. Nuclear fragments were aspirated without problems. There was descemet's fold that seemed to be caused by an effect of the bi-manual ia operation. As a result, visual acuity decreased from 0.9 to 0.6, but according to the doctor, it is likely to recover gradually. This event will capture information for 1 of 3 patients. Other reports are being submitted for other patients. No further information was provided.

Manufacturer narrative:
Additional narrative information: section e1: telephone number: (B)(6). H-81: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.